Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury, previously. Device issue: guide wire separation. It was reported that during the procedure, it was difficult to work with the bmw guide wire (there was resistance with the balloon catheter on the guide wire) and it was removed from the patient's vessel. It was noted after removal that the tip of the guide wire damaged. It was not possible to continue the procedure with the broken guide wire. A pilot 50 guide wire finished the procedure without problems. The cine of the procedure was returned for analysis. No add'l event or patient info is available. This event is being reported as a malfunction MDR based on the analysis of the returned guide wire, which revealed a guide wire tip separation.